Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this in the log with multiple "improper shutdown!" Events. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation while running a loaded set at a rate of 80ml/hr. The device was determined to not meet all product specifications related to the reported event. The pump shut off was verified. The cause was determined to be the input/output board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off twice during patient infusion with dextrose 20% infusing at 80 ml/hour. This was a high dose of insulin (10 units/hour) on a patient who was intubated and being transferred to the CT scan table. There was no patient injury or medical intervention associated with this event. No additional information is available.